Manufacturer narrative:
(B)(4). The device was manufactured june 15, 2017 ¿ june 17, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused. The reporter stated that the infusion completed in 18 hours instead of the expected 48 hours. The device had been filled with fluorouracil in 5% glucose solution to a total fill volume of 96ml. There was no patient injury or medical intervention associated with this event. No additional information is available.